Event description:
It was reported that this pacemaker had noise that was being oversensed which resulted in pacing inhibition of greater than two seconds however, the patient did not have any symptoms. Boston scientific technical services discussed this was due to electromagnetic interference (emi). At this time, this pacemaker remains in service. No adverse patient effects were reported.